Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the grasping forceps had misaligned jaws and could not be used; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that the grasping forceps had misaligned jaws and could not be used. The issue was found out of the box. No patient or procedure was involved. There were no reports of harm.